Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device vip was returned for product evaluation. The returned sample contains the header bag, guidewire, arteriotomy locator, hemostasis sheath and carrier tube assembly. There was blood-like substance on the returned sample. The hemostasis sheath and carrier tube assembly were mated together, and the locking mechanism was set to rear lock position. The returned device was subjected to visual analysis. There was a longitudinal cut close to the tip of hemostasis sheath. The anchor was exposed from the cut. Based on the state of the returned device, functional testing could not be performed. The complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely root cause is the user not placing the device in full forward lock position or an obstruction to the anchor posting on the tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Additional patient information: 178 cm length and bmi 29. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a patient underwent a coronary artery angiography (cag). Puncture was in the right groin and smooth insertion of the sheath. It remained a cag and afterwards the physician wanted to close the puncture site with an angio-seal. He made an angiogram before placement of the angio-seal. Angiogram showed that the puncture was performed in the common femoral artery (cfa), just above the bifurcation. Small aneurysm just 1 cm above the puncture site with some minor arteriosclerotic plaque between the puncture site and the aneurysm less than 30%. Vessel diameter was greater than 4 mm and no sight branches at the puncture site. The ic decided that he could place an angio-seal. Wire went in without a problem and he changed the sheath for the delivery sheath of angio-seal. Inserted the angio-seal completely forward without problem and the angio-seal was pulled back until two clicks were noticed. At this moment the ic wanted to place the angio-seal and pulled back the angio-seal and a complete pull out occurred. Direct manual pressure was performed, and the patient got a pressure bandage with bedrest. After the procedure the ic cut open the distal part of the delivery sheath for angio-seal to make sure everything was still there, and nothing was lost or left inside the patient. Anchor was still inside the delivery sheath and was manual pulled out to confirm. Procedure performed for the patient prior to use of closure device was cag. The sheath size used was a 6 fr. There were no problems encountered with the insertion of the sheath of the changing of the catheter. A pre deployment angiogram was performed. Withdrawal after deciding that an angio-seal could be placed the ic changed the sheath. Wire went in without a problem and he changed the sheath for the delivery sheath of angio-seal. Removed the wire with the dilator. Inserted the angio-seal completely forward and pulled back until two clicks were noticed. After this check the ic wanted to place the angio-seal and pulled back the device, no resistance was felt and a complete pull out occurred. Equipment or other devices used with the above product was the sheath. Patient was in stable condition. Hemostasis was achieved by manual compression afterwards with a pressure bandage.